Event description:
It was reported that this left ventricular (lv) lead exhibited noise, oversensing and pacing inhibition greater than two seconds as observed on a presenting electrogram. The healthcare provider (hcp) indicated they believe the lv lead has dislodged and is sensing the atrial channel, causing the pacing inhibition. The lv lead is not a boston scientific product. Boston scientific technical services (ts) noted that they agree with the assessment of the hcp. The hcp indicated they will be following up with the patient the following week. The lead remains in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).